Event description:
According to the report: while removing the anvil, the instrument remained stuck. The operator pulled on the instrument, and the anvil remained inside the patient. The surgeon had to switch into open surgery to remove the anvil. There was no report of patient injury.